Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with test strips from multiple lots inside - unable to test. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 80-120mg/dl and the expected non-fasting blood glucose test result range is 120-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 81 and 75mg/dl. The product is stored in the bedroom. The test strip lot manufacturer's expiration date is 2/28/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: r3 84mg/dl fasting: no; r4 82mg/dl fasting: no. Customer stated the meter is brand new and has no more than 2 results in the memory besides the back to back from this call.